Event description:
It was reported that during implant procedure, atrial and right ventricular (rv) lead was not able to be inserted in the header of the implantable cardioverter defibrillator (ICD). High, out of range pacing impedance was also noted. The device was not implanted, and procedure was completed using ana alternate device on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
The reported event of atrial lead connection anomaly could not be confirmed. The reported event of right ventricular lead connection anomaly was confirmed. However, the anomaly was due to the setscrew having been tightened all the way down, thus preventing the lead from being fully inserted into the bore. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. No other anomalies were found.